Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was permanently programmed to unipolar due to low bipolar impedance, presumably due to insulation breakdown. The reported bipolar impedance was 284 ohms, while the unipolar impedance was 324 ohms. The lead remains in use. No patient complications have been reported as a result of this event.